Event description:
Pt augmented with silicone gel implants bilaterally, many years ago. Over the last couple of years noticed firmness in breasts, especially right side. Recent mammogram revealed rupture of both implants. On 10/5/98 pt underwent removal of bilateral, ruptured, silicone gel implants and capsules. Pt was augmented with gel implants by mentor h/s 300cc bilaterally.